Event description:
Ventilator failed. Continuous high-pitched alarm sounded. Ventilator was not delivering breaths. Per multiple sources, the ventilator had a blue screen and multiple errors. Ventilator pulled from service and prepped for biomedical equipment technicians.